Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital has kept the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately 15 years and 2 months post initial surgery due to cup loosening. Attempts have been made, and no further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and identified no deviations or anomalies that contribute to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.